Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Follow-up #1: the device has been returned and evaluated by product analysis on 14-nov-2017 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten. The black box data showed no changes in the pump voltage. The pump was run for 24 hours with no power losses, reboots, or overheating. The electrical currents were within specifications. There was no evidence of moisture in the battery compartment or internally. The power flex and components had no defects. The pump was opened to find no damage to the power circuit. No moisture was found internally. The battery was not returned with the pump.